Manufacturer narrative:
A manufacturing record evaluation for the complaint device could not be performed, since the physical record could not be located. An internal corrective action has been opened to address this issue. If the physical record is located, a manufacturing record evaluation will be performed, and a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 525cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation and other unexplained systemic symptoms, including joint and muscle pain, hair loss, poor sleep, fatigue, dry eyes, hard time swallowing, hard to clear throat, gastrointestinal issue, issues with persistent bacterial infections, and heart palpitations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.